Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
It was reported that the pump had numerous motor stalls in the past week; one stall lasted almost 24 hours before it recovered. The pump was replaced. There were no patient symptoms/injuries related to the event. The patient status was reported as ¿alive - no injury/no adverse event¿. The pump was delivering lioresal.